Event description:
On (B)(6), 2013, the patient's mom contacted animas on behalf of the patient to report that the patient has been hospitalized 3 times this year for dka due to a possible inaccurate insulin delivery issue. The first hospitalization occurred in (B)(6) of 2013. She had "hi" reading and explained of nausea, vomiting, shortness of breath, and abdominal pain. She was hospitalized for 3-4 days and went on the backup plan for 1 month before resuming insulin pump therapy. Troubleshooting indicated that the time and date was set correctly. There was no product misuse. The basal and advance setting were programmed accordingly. The alleged inaccurate insulin delivery issue could not be resolved. This complaint is being reported because the patient was hospitalized during (B)(6) 2013 while the subject pump has a questionable insulin delivery issue.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/27/2013 with the following findings: no defect was found. Unable to duplicate the reported complaint. The last delivered bolus was on (B)(6) 2013 and the last basal delivery was on (B)(6) 2013. History shows pump was not in use between (B)(6) 2013 12:50 or between (B)(6) 2013 and between (B)(6) 2013. No activity outside of normal observed in the pump history. Total daily insulin deliveries observed to add up correctly. Pump successfully passed a 29hr flow accuracy test. No alarms occurred during testing. Pump found to be operating within required specifications and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.